Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-01339. Additional information received the reported issue was resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report# 3006705815-2018-01339. It was reported the patient¿s lead had migrated. X-ray imaging revealed the lead migrated from c2 to t5. The scs leads were explanted and replaced with another model. The ipg was electively replaced.